Event description:
It was reported that the patient reports a loss of therapeutic effect. The patient had interstim device implanted on (B)(6) 2014 for bowel control and the patient was fairly new to all of this. The patient has a concern. The patient has done fine with her device, hasn't really had any problems, but of course she has been healing from the implant. But the patient noticed on sunday for the last couple of days, the patient almost feels like ins(stimulator) has shifted. The patient states she had pain in the ins/incision area all day on sunday, almost like it had shifted or something. The patient states if she sat a certain way, it instantly caused the patient to sit upright, it just feels different. The patient states it was real sore over the incision site, which hadn't been that way. The patient states yesterday it was to the point where the patient kept checking to feel if it felt fevered in that area because it just felt different. The patient just saw hcp (healthcare provider) last week and was not supposed to go back for another month. The patient was just concerned because it (ins) feels different. The patient has tried adjusting stimulation and that's not really impacting it, it's more of a feeling of discomfort where the ins was implanted. The patient states she adjusted stimulation because the patient was having a lot of episodes with the incontinence. The patient knows her issues were not going to be completely resolved. The patient doesn't feel that was the problem, the device just feels different. The patient was asked how long has the patient been having the episodes with incontinence and the patient states it started the day before reported event date in afternoon around 2:00 p.m. The patient states she will give hcp a call this morning regarding concerns.

Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-33, lot# va0gl2s, implanted: (B)(6) 2014, product type: lead. (B)(4).